Event description:
Surgeon reports he attempted to insert a foldable lens in a pt 3 times: 1. The lens was halfway through the incision when the leading haptic broke off so lens and haptic were explanted; 2. While inserting the second lens the surgeon noted the haptic-optic junction to be weak and feared the lens would not center upon implantation so the lens was withdrawn. 3. The third lens was implanted in the eye and upon centering the lens one of the haptics did not function properly so the lends was cut in half and withdrawn. The incision was then enlarged and a pmma lens was implanted without complications. The pt recovered uneventfully with 20/20 vision.